Event description:
It was reported that the insulin pump alarmed no delivery while recharging. Attempted to disconnect and reconnect the catheter from the reservoir, but the alarm persisted. Advised customer to replace the correct reservoir and cannula. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.